Event description:
The customer returned the ultrasonic bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that a distal end was detached and foreign objects came out of the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to clogging of ballon water tube, foreign objects come out of distal end and due to adhesive peeling around bending tube, connection between bending section and distal end is detached. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.